Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed one power on reset after a replace battery alarm. No unexplained power on reset events were observed. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. The test cap was able to attach to the pump and power it on. The pump powered up to the verify screen with auditory and vibratory features. The blank screen was not duplicated. The pump was exercised for 24 hours and no power on reset events were duplicated. The leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found.